Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument did not cut cleanly through latex during testing as the latex got snagged at the tips. Fa noted the blade edges were not damaged. Root cause of the cutting issue could not be established. Additionally fa noted the instrument tube extension had scratch marks/abrasions. The tube extension scratch marks measured roughly 0.069¿ x 0.036¿. Fa attributed the root cause of the scratch marks/abrasions to the instrument tube extension to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Additionally, a review of the instrument logs was performed, which confirmed the instrument was last used on (B)(6) 2022 on system sk0731. The monopolar curved scissors instrument had 4 lives remaining. Based on the additional information obtained from failure analysis investigations this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the scissors were not cutting as usual. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.